Event description:
During a procedure in the middle cerebral artery (mca) a guidewire was advanced to the m3 segment. A stent was advanced to the m1/m2 segment, prior to deployment a vasospasm was noted. Antispasmodic drugs were administered and the stent was removed. The vasospasm subsided. As the stent was being removed from the patient, the stent prematurely deployed within the guide catheter. The procedure was completed with another guide catheter and stent without any issue. The patient is reported to be in stable condition.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the outer body was slightly compressed on several places along its middle shaft length and the outer body shaft, distal to the stent location was also slightly compressed. The stent was returned in a plastic bag and was found to be separated and tangled. The inner body was in the outer body and the inner body bumper marker was protruding through the outer body distal end. The rotating hemostatic valve (rhv) was cracked on its rotating adapter side. No functional evaluation was performed because the stent had been already deployed. Based on the investigation and the information received, it is believed that the separated stent occurred when removing the device for shipping/transit back to the manufacturer. The separated stent did not cause or contribute to the reported issues. The rhv was returned with cracks. While this is possibly related to the reported premature deployment during use, because the cracks were not mentioned or reported, these are believed to have occurred while handling during shipping/transit back to the manufacturer. While there are several potential causes for the reported premature deployment during use, based on the information available it was not possible to determine the most probable cause for the reported event. Patient vasospasm is a known and anticipated procedural complication to these types of procedures and is listed as such in the device directions for use.

Event description:
During a procedure in the middle cerebral artery (mca) a guidewire was advanced to the m3 segment. A stent was advanced to the m1/m2 segment, prior to deployment a vasospasm was noted. Antispasmodic drugs were administered and the stent was removed. The vasospasm subsided. As the stent was being removed from the patient, the stent prematurely deployed within the guide catheter. The procedure was completed with another guide catheter and stent without any issue. The patient is reported to be in stable condition.